Manufacturer narrative:
(B)(4). It was reported that the patient was recovered from the peritonitis event (previously, the outcome was reported as recovering). On an unreported date, the peritoneal effluent fluid was clear. It was reported that treatment with vancomycin injection was 2 grams intraperitoneally (previously reported as 1 gram) and the treatment with vancomycin continued at the time of this report. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in the development of peritonitis coincident with peritoneal dialysis therapy. The patient was not hospitalized for the event. One day after onset, the patient began treatment with injection (inj) ceftazidime intraperitoneally (ip) (1g twice daily) and inj vancomycin ip (1g once daily). At the time of this report, the antibiotic treatment was ongoing and the patient was recovering from the peritonitis. Dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.